Event description:
The customer reported that he obtained a blood glucose reading of 87 mg/dl with the contour next one meter. The customer was experiencing symptoms of hypoglycemia which were described as blurred vision, high heart rate and shakiness. The customer went to the hospital where another test was performed by the physician. No specific reading was provided. The customer stated that he received treatment in the hospital. No specific details were provided. The customer recovered well after receiving treatment. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were provided.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next one meter and in-house contour next test strips from lot # 2cpeh42a using blood sample, which gave a satisfactory performance.